Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular diagnosis procedure, and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was hanging and unable to do a scan. Review of the system log file showed that there was a defect in the radiation indication lamp and an error in gencan. Upon troubleshooting, fse found that that user interface module was not responding, the system was getting stuck, and the radiation buzzer activated without radiation on. Fse also found a faulty system interface board (sib) box. To resolve the issue, fse replaced the sib box unit. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a boot up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that machine was hanging, preventing x-rays. The system use at the time of event was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.